Manufacturer narrative:
One pneupac ventilators parapac was returned for investigation in poor condition. Upon visual inspection the frequency knob was found to be rubbing on the faceplate; indicating it had been dropped. Initial test performed observing the device to be cycling. Small leak found at the flow block. The knob adaptor on the oscillator block had corroded. After repair, the device was run over six hours with no issues noted. Based on the evidence, there is no root cause as the complaint was not confirmed.

Manufacturer narrative:
Additional information was received that the ventilator settings at the time of the event are unknown and the reporter cannot confirm whether or not an alarm occurred. It was also reported, "to their knowledge, no patient harm occurred". Patient involvement was confirmed.

Event description:
Information was received that a smiths medical pneupac parapac ventilator kept shutting off. No adverse effects were reported.